Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to the malfunction alarm. However, the customer reported to have a bg level of (286 mg/dl) the customer stated bg level was due to food that was consumed and medication that health care provider has customer taking. The customer stated a manual injection would be taken to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.